Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject ti-max x85 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a temperature testing of the returned device in the following manner. Temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points farther toward the distal end of the device, testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the motor at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the following temperature rise at the test points after the beginning of the measurement ; 42.6 degrees c, 44.2 degrees c, 36.1 degrees c and 36.5 degrees c. All the temperatures observed in the measurement were within the nakanishi specification range. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts to examine whether or not there was any mechanical or maintenance problem that may have contributed to the event. Nakanishi did not observe any damage on the inside parts. Nakanishi took photographs of all the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results : nakanishi could not confirm the reported overheating of the returned device because, upon testing the device as returned, the reported temperature rise could not be replicated. Also, during the physical examination, nakanishi did not observe any mechanical or maintenance problem with the returned device. In spite of the fact that nakanishi did not confirm the reported overheating or any mechanical/maintenance problem, nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed clarity and understanbility of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the device prior to use to prevent overheating as instructed in the operation manual. Additional information: on (B)(4) 2015, nakanishi made a phone call to the dentist to obtain the patient information, however, the dentist did not remember the patient who complained about the overheating.

Manufacturer narrative:
Nakanishi tried to collect the patient information, however could not obtain the information. Immediately upon receipt of the information, nakanishi will provide it as additional information. With respect to evaluation results of the device, nakanishi will report it as soon as the evaluation is completed.

Event description:
On (B)(6) 2015, a nsk handpiece, ti-max x85 ((B)(4)) was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to the handpiece overheating. On (B)(6) 2015, nakanishi contacted the dentist for more information. The information nakanishi obtained is: the event occurred on (B)(6) 2015. During tooth formation, the patient complained about the handpiece overheating. The dentist did not feel the heat at the moment when the patient complained. The patient was not anesthetized. According to the dentist, the handpiece was overheated but the overheating did not cause a burn injury to the patient. Due to the patient not being burned, the dentist did not provide any burn treatment to the patient.